Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, craters, missing of plug strap, broken of plug strap and one curved opening. A microscopic analysis and leak test were performed which identify one curved smooth opening and broken sharp of plug strap. Based on the device analysis the final assessment is: one curved smooth opening on posterior assessed as smooth opening. Broken sharp of plug strap assessed as unidentified (tear) opening. Missing of plug strap assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device has been explanted.